Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The insulin pump had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.